Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The reporter noted: "during lumbar fusion spinal surgery of l2-l4 using a lateral retractor base, the right anterior side would not expand. The dial was hard to turn in order to expand the retractor, however, the surgeon was able to get the retractor open for what he needed to do at l2/l3 level. When the retractor was removed for preparation of l3/l4 the right anterior side would not expand at all. There was no other base available for the surgical case, so the surgeon decided to rotate the retractor 90 degrees with the arm attachment closest to the feet. This change in orientation allowed for him to get the implant/trials and disc prep instrumentation down without issue. No harm came to the patient, but there was additional 10 min of time spent on repositioning the retractor to work without the ability to expand the right anterior blade."